Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 243 mg/dl. Pt then took insulin based on the result and passed out about thirty minutes later while at work. The ambulance was called and pt was transport to the hospital. Pt's glucose was 50 mg/dl on a meter at the hospital or by the emergency medical tech's, it was not specified which one. Pt was given orange juice, carbs and kept for observation. Expired glucose controls were used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.